Manufacturer narrative:
Internal report (B)(4). Product not yet returned for eval.

Event description:
Consumer complaint of blood results reading "hi". Customer states that he feels well and requires no medical attention. Customer's expected blood results are 200-210 mg/dl fasting. Verified the strips expire on 08/14/2016. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed back to back blood test, hi and 416 mg/dl fasting. Reviewed meter memory: hi (B)(6) 2015 08:36:36 pm fasting: yes; 416 mg/dl (B)(6) 2015 08:41:36 pm fasting: yes.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: test strip issue.

Event description:
Consumer complaint of blood results reading "hi". Customer states that he feels well and requires no medical attention. Customer's expected blood results are 200-210mg/dl fasting. Verified the strips expire 08/14/2016. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, hi and 416mg/dl fasting. Reviewed meter memory: hi (B)(6) 2015 08:36:36 pm fasting:yes, 416mg/dl (B)(6) 2015 08:41:36 pm fasting:yes. No adverse event reported.